Manufacturer narrative:
Reported event of fiber connector overheats. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100w with laser settings of 0.2j and 50hz. According to the complainant, during procedure and inside the patient, the aiming beam of the laser fiber became very weak and they noticed that the connector was hot. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.